Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the surgeon was able to pull the spinal segment of catheter "down away from a newly diagnosed granuloma." He received "great" cerebrospinal fluid flow and did not want to replace the catheter. The pump was replaced as it was in a 8 months to eri. Pump was discarded. It was not clear the reason for the surgery. Four days after, the initial report it was added that the patient was receiving "effective therapy relief." The type of medication, concentration, and daily dose being administered via the pump were not reported.

Event description:
It was reported the patient experienced a recent increase in pain and a recent escalation of the intraspinal medication dose. The patient felt the pump had significantly improved her life. A CT myelogram was performed on (B)(6) 2012. A mass was diagnosed. It was noted after no fluid was able to be aspirated with refill and she was getting incomplete relief. The patient presented to the clinic on 10/26/ 2012 to discuss treatment options for the granuloma formed at the site of the pain pump. At the time of the visit the patient was asymptomatic. The physician ordered a CT myelogram that demonstrated the presumed granuloma. The patient had a retained catheter and was bothered by the pump position. One option was to start withdraw the catheter a few centimeters. The patient had started with the plan to see if it resolved once the morphine was no longer infusing. It was not clear if the retained catheter had the granuloma or the new catheter. The patient followed up in the clinic on (B)(6) 2013. The morphine was replaced with saline and a follow up myelogram showed no change in size. Saline was tried without resolution. Based on the imaging it appeared a retained catheter course through the granuloma and the tip of the now nonfunctioning catheter is at the inferior portion. The granuloma did not decrease in size with the morphine off. The patient was seen on (B)(6) 2013 following a revision of the pump which was performed on (B)(6) 2013. The pump was replaced, the catheter was revised and the pump was reprogrammed. The catheter was pulled down and the medication was restarted. The patient experienced new onset of swelling of bilateral lower extremities and pain in the right lower extremity. An ultrasound of the bilateral lower extremities was done (B)(6) 2013 that was negative. There was no evidence for deep vein thrombosis within the bilateral lower extremities. The patient was to follow up with the pain management physician. The pump was delivering morphine.

Event description:
The patient followed up in the clinic on (B)(6) 2013 to discuss possible options regarding her nonfunctioning pump. The pump was noted to stop working.

Manufacturer narrative:
Catheter: model 8711, serial# (B)(4), implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product ID 8703, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4).